Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) had red vertical line on right side of screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact details: (B)(6). Occupation: biomedical engineer. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit when the device was turned on in the warehouse, it was discovered that there was an obvious red highlight on the touch screen. A getinge field service engineer (fse) stated during schduled pm performed observed red vertical line on left side of screen, replaced defective lcd screen(d160-00-0127) and corrected failure. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing department received the parts associated with the complaint. This part was received with a reported unit failure message of red vertical line on screen. Performed visual inspection of this part received and part looks to be in good condition. Installed the assy, display top lcd rohs into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of red vertical line on screen also, power up failure code# 10. The assy, display top lcd rohs failed testing. Retained the assy, display top lcd rohs in the fat dept. As per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.